Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 51 mg/dl. Reportedly, customer entered too large of a bolus for the amount of carbohydrates consumed. Additionally, customer was using u-500 for insulin therapy. Bg was treated via glucose tablets. Reportedly, customer left the ER approximately 12 hours later with the issue resolved and no permanent damage. Customer confirmed the pump was functioning as intended.

Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog no product was returned for evaluation. Should new relevant information become available a supplemental report will be submitted.